Event description:
It was reported the customer user received a shock when plugging the sparq ultrasound system into an electrical outlet. The system was not in clinical use at the time and the user reported they received no injury. It was reported the power cable was frayed and had exposed wires. The philips service engineer evaluated the system and confirmed the power cable was damaged. The customer¿s immediate concerns were address by replacing the power cable. A failure analysis of the suspected part was not able to be performed as it was not returned. The system has returned to service with no similar issues reported.